Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30513965m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smart touch sf bi-directional navigation catheter. The patient suffered a cardiac tamponade (CT) requiring pericardiocentesis and a pericardial window. The patient experienced a perforation pericardial effusion. They were mapping in the left ventricle when impedance was noted to be high and the pericardial effusion was detected on ultrasound. No ablation had been done. A pericardial window was created and 200 cc of fluid was removed from pericardial space. Patient was stable at this time and the procedure was aborted. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event was life threatening and required intervention or prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The impedance issue was assessed as MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote.